Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single pt that was generated by the synchron lx I 725 instrument. The elevated accu tnl result was 39.13ng/ml. The result was reported out of the lab. A fresh sample was collected from the pt on the next day and tested for accu tnl. The result was 0.04ng/ml. The customer then re-peated 1st sample for accu tnl. The repeat accu tnl result was 0.08ng/mdl. No customer indicated that there has been no change to pt treatment attributed to or connected with this event.